Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated upon receipt. Pump needs replacement. Circulation pump was replaced. Performed pm procedure. Replaced mixing pump head. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water could not fill in after drained water in an arctic sun device. Per review of wo on 15oct2024, there was no patient involvement. Per follow up information received via email on 15oct2024, the device would be sent to imi. The issue has not been resolved yet.